Event description:
(B)(6) - it was reported by the consumer that the tdxsp-cg power wheelchair was tilted, and the unit flipped backwards. The female patient was using the seatbelt, and was secured in the chair, while the unit had the back flat on the floor. There was no patient injury reported.